Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken output connector assembly. It was also indicated that the lower case battery drawer, hanger assembly, and two case screws were contaminated. It was also indicated that the display wire's insulation was pinched but not compromised. These parts were replaced and the epg passed final functional and system tests.

Event description:
It was reported that a port on the external pulse generator (epg) was broken. The epg was returned for service. There was no patient involvement.